Event description:
The complainant has reported that a patient (age and gender unk) underwent a therapeutic esophageal stent placement for treatment. The ultraflex esophageal stent had appeared to have had good placement; however, subsequent evaluation via scope identified that the stent had migrated into the patient's stomach. Multiple attempts to retrieve the stent were not successful. The clinician had reported that an additional procedure for removal of the stent was to have occurred on the following day. Attempts to obtain status of stent removal have not been successful. Current patient'status is unknown.